Manufacturer narrative:
Technician could not duplicate the issue. The technician found the right caregiver board had intermittent operations. The technician replaced the right caregiver board to resolve the issue.

Event description:
Account alleged that the bed was going up and down by itself. No pt impact.